Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 8, 2021. Upon further investigation of the reported event, the following information is new and/or changed: h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H6 (identification of evaluation codes 10, 11, 3331, 3259, 19). Type of investigation code#1: 10 - testing of actual/suspected device. Type of investigation code #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation code #3: 3331 - analysis of production records. Investigation findings: 3259 - improper physical structure. Investigation conclusions: 19 - cause traced to user. The affected sample was inspected to show a broken v-cutter that allowed for blood to contact the electrodes. A representative retention sample was inspected to show no anomalies with the device and a fully intact v-cutter. During the manufacturing process, all vsp550 are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, the unit heated up & sent sparks into the patient leg. Product was changed out. Procedure was completed successfully with 10 minutes delay.